Manufacturer narrative:
Date of event: date of event was approximated to be (B)(6) 2018 as no event date was reported. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices that were opened on the same event. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 365 laser fibers were opened. According to the complainant, it was noted that both fibers were damaged upon removal from the package. There was no procedure nor patient involved in this event.

Manufacturer narrative:
Date of event: date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(4). Investigation results: the fiber was returned broken into three pieces. The first piece measured approximately 50.5 cm from the top of the connector to the break. The second piece measured approximately 62.4 cm from break to break and was kinked. The third piece measured approximately 170 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
This manufacturer report pertains to one of two devices that were opened on the same event. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 365 laser fibers were opened. According to the complainant, it was noted that both fibers were damaged upon removal from the package. There was no procedure nor patient involved in this event.